Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that a stent dislodgement occurred. The 99% stenosed target lesion was located in mid left internal mammary artery. After pre-dilation was performed with a 3.0 x 12mm emerge balloon catheter, a 3.50mm x 16mm synergy ii drug-eluting coronary stent was advanced for treatment. However, the stent embolized or stripped off the catheter before reaching the lesion. The procedure was completed by crushing the device with two 3.5x38mm non-bsc drug-eluting stents. No patient complications were reported.